Manufacturer narrative:
This report is for an unknown dhs/dcs construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: richard willoughby (2005), dynamic hip screw in the management of reverse obliquity intertrochanteric neck of femur fractures, injury, vol. 36, pages 105-109 (new zealand). The aim of this study was to assess the results of treatment of reverse obliquity intertrochanteric fractures at middlemore hospital and to compare this to the results in the literature. During 1998 to 2001, a total of 48 patients had reversed obliquity fractures were treated with fixation. 6 were lost to follow-up leaving 42 in the review. The average age of the patients was 67 years. 28 patients were females and 14 patients were males. 35 patients were treated with an unknown synthes dynamic hop screw (dhs), 5 patients were treated with a reconstruction nail and 2 patients were treated with an unknown synthes proximal femoral nail (pfn). The following complications were reported as follows: mrs. (B)(6), an (B)(6) year-old female patient with fractured femur neck was initially treated with dhs. Postoperatively, patient had significant pain and x-rays demonstrated medial displacement of the fracture. She continued to be limited by pain from her fracture, despite the position remaining stable after the initial displacement. Given her ongoing pain and inability to mobilize, she was revised to a pfn. The findings at the revision were of a fibrous non-union. This is report 2 of 5 for (B)(4). This report is for an unknown dynamic hip screw (dhs) construct.